Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device blood oxygen monitor did not display data. The blood oxygen saturation tester was used frequently, and the blood oxygen probe was malfunctioning. It was reported that the faulty machine was reported to the equipment department for repair. There was no patient injury.